Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's sister reported that the patient was wearing the lifevest following heart surgery, but that the garment clasps were rubbing against the patient's incision, causing it to become infected. The patient was hospitalized due to the infection. The patient's physician advised the patient to remove the lifevest due to the infection. The patient's sister reported that after receiving antibiotics, the infection had improved.